Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/6/2019, it was erroneously omitted to report that the facility name is (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, mentor confirmed that manufacturer¿s report number (B)(4) is a duplicate of this report. This file has been updated to contain all of the most current and correct information, and final reporting, documentation of this event will take place in this manufacturer¿s report number (B)(4). Concomitant products: mentor smooth round spectrum 475cc saline breast prosthesis, catalog number 3501480, serial number (B)(4), lot number 6876797 facility health care professional information: health professional name: (B)(6). Address: (B)(6). Phone: (B)(6). Email: (B)(6). Fax: (B)(6). The patient underwent bilateral explantation and replacement with mentor smooth round spectrum 425cc. PMA/ 510(k) code is p990075 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/29/18, it was reported to mentor that the implant was saline mentor smooth round spectrum 475cc, catalog number 3501480, serial number is (B)(4), lot number 6876797. The date of implantation was (B)(6) 2015. The device was explanted on (B)(6) 2018. The replacement device was saline mentor smooth round spectrum 425cc. The date of event was (B)(6) 2018. On 07/05/18, it was reported to mentor that the device history record (DHR) for the lot number 6876797 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 07/10/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 07/20/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. Product evaluation team observed a crease on the anterior and extending to posterior aspect. An area of shell abrasion was also found within the crease on the posterior aspect. Leak test was performed, in according with mentor procedures, and a rent was discovered within the shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).